Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that the patient faced an occlusion event with an infusion set after being used for more than 48 hours as there was blockage at the site. The patient was alerted by alarm 2 and alarm 26. No further information available.